Event description:
It was reported that during a ptca/stenting treatment procedure stent delivery problems were encountered. The physician placed the guidewire across the lesion in a tortuous posterior descending branch of the rca. An unsuccessful attempt was made to pass the express2 stent delivery system across the lesion, so the physician attempted to remove the stent and balloon over the guidewire, but the stent slipped off of the delivery balloon into the proximal rca. The physician was able to retrieve the stent by inserting a viva 1.5 mm balloon catheter through the stent and inflating it to 4 atms. The entire system was removed from the pt and the procedure was successfully completed with deployment of a mac stent through the same guide catheter to the lesion. No pt injury was reported.